Event description:
It was reported that a spectrum iq infusion pump over-infused tpn during cyclic tpn 3-step program in the pediatric intensive care unit (picu). The bags used for tpn infusions had an overfill of 50ml from their suggested infusion amount and the volume of tubing and the filter was found 22.7 ml, and when accounted for priming it lost about 37 ml total. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5: the customer provided additional information that the tpn is manually programmed and checked by two nurses. They use baxter clearlink continu-flo solution sets + baxter clearlink non-dehp extension set 16¿ 5.1ml 0.2 micron filter, luer activated valve, male luer lock adapter with retractable collar for administration of tpn. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem of "over infusion" was not reproduced. The device was tested for flow rate accuracy and delivered within specification. A review of the event history log was performed even though an event occurrence date was not provided. The last tpn infusion programmed by the user was 20-feb-25. The user selected a new patient which cleared the previous program in pediatric crit care/ed area and started the pump with an initial rate of 31 ml/hr and a volume-to-be-infused of 31 ml at 02:34. At 03:45 timestamp the pump ran primary bag with rate 63 ml/hr, vtbi 945 ml, and 31 ml was given to the patient in the same timestamp. At 18:45 timestamp the pump ran primary bag with rate 31 ml/hr, vtbi 31 ml, and 976 ml was given to the patient in the same timestamp. At 18:48 review key was pressed. At 19:10 the pump stopped due to the air-in-line! Vtbi: 18.3 ml, 989 ml was given to the patient in the same timestamp, and the air-in-line alarm was cleared and the pump entered sleep mode. At 19:11 timestamp tube was unloaded by the user, the pump entered sleep mode, and then stopped by the user at 19:58. No abnormalities that could cause or contribute to the reported problem were observed through the history log. The reported issue was not verified. This may be a result of inaccurate impression of over-infusion related to the multiple infusion rates present in the infusion. Low flow rate at the end results in an exaggeratedly early infusion finish time. Judging over-infusion based on timing can be difficult for this reason and should be based on volume to be infused relative to infused volume. The spectrum operator¿s manual page 8-57:8-61 contains instructions regarding tpn infusions and page b-3 contains warnings of flow rate inaccuracies. Should additional relevant information become available, a supplemental report will be submitted.